Event description:
It was reported that the bd insulin syrings with the bd ultra fine¿needle experiencing difficulty operating. The following information was provided by the initial reporter: consumer stated, needle would not draw.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syrings with the bd ultra fine¿needle experiencing difficulty operating. The following information was provided by the initial reporter: consumer stated, needle would not draw.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: h6: investigation summary: customer returned a single 0.3ml syringe. There were no immediately visible defects. The syringe¿s functionality was tested by attempting to draw water into its barrel. However, no water could be drawn into the syringe. It was also noticed that the plunger rod could not be fully compressed and would be forced back to approximately the 18 units marker. A rod was inserted into the cannula of the syringe and an obstruction was found toward the user side of the syringe. This obstruction could not be removed using the rod. A review of the device history record was completed for batch# 8113511. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were four (4) notifications noted that did not pertain to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the syringe not drawing fluid. No root cause can be determined at this time.